Manufacturer narrative:
The customer's meter has been requested for investigation. A final report will be submitted when the investigation is complete.

Event description:
A customer reported obtaining imprecise sequential readings on their freestyle lite meter. The customer reported that they obtained readings of 1.8 mmol/l and 13.0 mmol/l within a 10-minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment associated with this case.